Event description:
According to information received from hospital: (B)(6) 2025: a 4.0 x 35mm screw from the 5th metatarsal was removed. 5cc of cerament bone void filler was then mixed and 1-2 cc cerament was injected into the void. When a radiograph was taken, it appeared that the cerament was observed in the veins. (B)(6) 2025: additional information received that the cerament was injected after 2 min and 20 seconds at initial surgery. The patient had a dorsal gross edema and pain was higher than expected for the type of surgery performed. Patient received painkillers. (B)(6) 2025: according to surgeon's description, the patient was in pain and presenting with pus, therefore decision was made for re-surgery. The fluctuation on the dorsum of the foot was pointing to a seroma or an abscess, so incision and debridement was indicated. The re-surgery was carried out on (B)(6). During surgery, no pus or signs of infection were found, but a hematoma. The clotted blood was evacuated, and the wound left open for open wound therapy. Microbiology was negative, no bacteria were found, which ruled out infection. (B)(6): patient was doing better.

Manufacturer narrative:
This is the initial and final report combined. Medical investigation: according to complaint information, intramedullary canal of the 5th metatarsal was filled by 1 or 2 ml of cerament bone void filler paste. During the procedure, cerament migrated into the blood stream via the small veins of the bone which was visible in the intraoperative radiograph. The surgeon mentioned that the injection was done without pressure, but some pressure could be built as the intramedullary canal can be seen as a well contained void and when using the tip extender. According the IFU "overpressurization during injection should be avoided as intra-medullar injection with any bone void filler may lead to fat embolization or embolization of cerament bone void filler into the blood stream". And "overpressurization of the device may lead to extrusion of the device beyond the site of its intended application and damage the surrounding tissues". Use of cerament bone void filler might lead to thrombosis with subsequent vascular damage and bleeding. Another cause of the intravasation of cerament bone void filler might be too liquid consistence when injecting. According the IFU "wait until 3 minutes after start of mixing: carefully inject into the bone void/gap under visual inspection and/or by radiographic monitoring". According to complaint information, cerament bone void filler was injected at 2.20 min, sec which might have contributed to the adverse event. According the IFU cerament bone void filler "may cause inflammatory reaction if present in soft tissue". It can be assumed that cerament bone void filler migrated into the soft tissue, was extruded during palpation and led to the inflammation which was found during patients' examination and observed in the images. The images demonstrated soft tissue inflammation after implantation. Surgeon has communicated that the patient now is doing well but still has a white drainage, which decreases over time. White drainage is a well-known occurrence in calcium-based bone void fillers described in the IFU for cerament bone void filler: "calcium based bone void fillers may color wound drainage white. This should not be a concern, however, be aware of the risk of infection when drainage occurs". The surgeon confirmed that there were no signs of infection. Manufacturer batch investigation review of batch records for batch mlot1207, including quality release results, has been performed. All results from release tests were within limits and showed no nonconformity regarding performance of the batch. The first device from the batch was sold in (B)(6)2024. As per the (B)(6) 2025, all devices of the total batch size of (B)(4) devices have been shipped out, around (B)(4) devices have been implanted. No other complaints have been received for the batch. The product is not found to be defect and it has not malfunctioned. Conclusions: there is an increased risk of overpressurization, if cerament bone void filler is injected intamedullary, especially in a contained small void (like metatarsal 5), it may lead to embolization of cerament bone void filler into the blood stream. Another cause of the intravasation of cerament bone void filler might have been too liquid consistence of the paste since it was injected at 2 min 20 sec. The incident considered is rare but expected effect which was described in in the risk assessment and the instructions for use for cerament bone void filler. The patient is now doing well, the information was confirmed by the surgeon. The product was not defect and it has not malfunctioned.